Manufacturer narrative:
The repair center confirmed the customer's complaint of no image due to a faulty charged-couple device. Additionally, there was a puncture on the cable and the unit failed the leak test. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report the camera head displayed no picture when plugged in. The malfunction occurred during an unspecified procedure. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no report of patient harm. Update: (B)(6) - core has been identified as a duplicate of (B)(6) -rep the customer name, model number and serial number are a match. (B)(6) is the core and will be closed as a duplicate. Ds so# 22044202 was added for (B)(6). (B)(4) /01apr2022.

Manufacturer narrative:
See update in section b5. The investigation is ongoing; when additional information becomes available this report will be supplemented accordingly.

Event description:
The customer provided additional information on (B)(6) 2022: the event occurred during a procedure. The procedure was successfully completed without delay. The device was inspected before the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.